Event description:
It was reported that during interrogation of this interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a message was observed indicating a potential patient data issue within device memory. Subsequently, review of stored device data noted the device had reached end of life (eol) and the patient data was missing from device memory. The battery was suspected to have depleted prematurely. Technical services (ts) discussed therapy cannot be guaranteed and recommended device replacement. The patient was given a lifevest, and a device replacement procedure was undertaken ten days later. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during interrogation of this interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a message was observed indicating a potential patient data issue within device memory. Subsequently, review of stored device data noted the device had reached end of life (eol) and the patient data was missing from device memory. The battery was suspected to have depleted prematurely. Technical services (ts) discussed therapy cannot be guaranteed and recommended device replacement. The patient was given a lifevest, and a device replacement procedure was undertaken ten days later. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.the product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.